Manufacturer narrative:
21-apr-2021: no failure could be identified as a result of the investigation.

Event description:
Consumer called to report that the tampon broke and opened during the removal. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer called to report that the tampon broke and opened during the removal. No injury was reported.